Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: post procedure, the physician was using a mynxgrip (6f/7f) vascular closure device to close the right femoral artery in the retrograde position when the balloon ruptured and pull-through per the physician. There was no noted calcium present. The physician held manual pressure for 15 minutes and the patient was discharged 6 hours post procedure. The patient was not hospitalized. Doctor's opinion: the balloon ruptured without and visible evidence of calcium additional information: at prep, the black marker on the inflation indicator was fully exposed; no resistant while pulling back. Procedure type: intervention; vessel type/size: peripheral/7mm; stick location: medium; sheath size; 6f.